Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/22/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a diagnosis of soft tissue hypersensitivity reaction to metal ions. At this time, there is no new information that would change the existing MDR decision. The part number for the metal liner is being updated at this time. The complaint was updated on: 01/06/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
According to the patient's medical records, the patient has elevated metal ion levels. Update rec'd 11/10/2015. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised for a suspected adverse tissue reaction and pain. Upon revision there was no corrosion, soft tissue destruction or adverse reaction found. At this time the patient's stem, head, and liner are being reported. The complaint was updated on: 12/03/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.